Event description:
Bad reaction, extreme pain after that injection [pain]. Case narrative: initial information received on 19-jun-2019 regarding an unsolicited valid serious case received from health authorities of united states from a pharmacist. This case involves a patient (demographics unknown) who experienced extreme bad reaction, extreme pain after that injection (latency: unknown), with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate at dosage 2ml frequency three times (batch, indication: unknown). Information on batch number has been requested. On 01-may-2019, patient experienced a bad reaction to hylan g-f 20, sodium hyaluronate and had extreme pain after that injection (latency: unknown). This event was assessed as medically significant. Final diagnosis was bad reaction, extreme pain after that injection. Action taken: unknown. Corrective treatment: not reported. Outcome: unknown. A product technical complaint was initiated on 25-jun-2019 for synvisc . Batch number: unknown global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation complete date: 07-aug-2019 additional information received on 07-aug-2019. Investigation summary received and ptc results added.

Event description:
Bad reaction, extreme pain after that injection [pain]. Case narrative: initial information received on 19-jun-2019 regarding an unsolicited valid serious case received from health authorities of united states from a pharmacist. This case involves a patient (demographics unknown) who experienced extreme bad reaction, extreme pain after that injection (latency: unknown), with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate at dosage 2ml frequency three times (batch, indication: unknown). Information on batch number has been requested. On (B)(6) 2019, patient experienced a bad reaction to hylan g-f 20, sodium hyaluronate and had extreme pain after that injection (latency: unknown). This event was assessed as medically significant. Final diagnosis was bad reaction, extreme pain after that injection. Action taken: unknown. Corrective treatment: not reported. Outcome: unknown. A product technical complaint was initiated with global ptc (B)(4) and results were pending for the same.